Manufacturer narrative:
Concomitant medical products: 11448964;2426-0007;(2)8100; td (B)(6) 2020. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per customer, it is (B)(6) policy not to provide patient information.

Event description:
It was reported that the nurse programmed cefazolin 2grams in 50ml (actual volume was 73ml with overfill) infusion to run over 30 minutes through secondary set. However, it was observed that the medication bag emptied after 2 minutes. Upon further review by the clinicians, it was discovered that the primary set's drip chamber was full, wherein a bag of ringers lactate was attached. Furthermore, the event was recreated by hanging another medication bag through the same tubing set-up and the fluid was seen backing up to the primary line. It was also reported that the clinicians and their biomed reviewed the device logs and it was determined that the infusion was programmed correctly. The event occurred in intensive care unit. There was no specific patient injury, however, the patient did not receive a full dose of the antibiotics. Photo of the involved infusion set-up was provided by the customer.

Manufacturer narrative:
The customer's report that the medication bag emptied (back flowed) into the primary set's drip chamber was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies or evidence of damages were observed with the sets during initial visual inspection. During functional testing it was observed that the blue dye water from the secondary set was flowing into the primary set¿s IV bag passed the check valve, confirming the customer¿s report of backflow. The root cause was not definitively determined.

Event description:
It was reported that the nurse programmed cefazolin 2grams in 50ml (actual volume was 73ml with overfill) infusion to run over 30 minutes through secondary set. However, it was observed that the medication bag emptied after 2 minutes. Upon further review by the clinicians, it was discovered that the primary set's drip chamber was full, wherein a bag of ringers lactate was attached. Furthermore, the event was recreated by hanging another medication bag through the same tubing set-up and the fluid was seen backing up to the primary line. It was also reported that the clinicians and their biomed reviewed the device logs and it was determined that the infusion was programmed correctly. The event occurred in intensive care unit. There was no specific patient injury, however, the patient did not receive a full dose of the antibiotics. Photo of the involved infusion set-up was provided by the customer.